Event description:
The customer reported that the insulin pump's screen lit up, made a loud noise, and then the screen was black. When he placed the battery back in the insulin pump, it counted to five, beeped a lot, and all he received was a low battery alarm. The battery was out of the insulin pump for four minutes. The insulin pump had a blank display. Customer's blood glucose level was 214 mg/dl. The display did not return after troubleshooting. Customer was advised to discontinue use of the device and revert to a backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
All operating currents were within specification and no audio anomaly, display anomaly or blank display was noted. The off no power alarm functioned properly. The insulin pump was received with a cracked reservoir tube lip and cracked battery tube threads.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.